Event description:
It was reported that there was a knee revised due to infection. Removed all components and placed antibiotic spacer in.

Manufacturer narrative:
An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Device inspection not performed as no items were returned the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined based on the limited information provided. Further information needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
Additional devices listed in this report:cat 5520-b-600, lot gptta, description: triathlon prim tib baseplate-cem;cat 5510-f-701, lot ebxcj, description: triathlon cr fem comp #7 l-cem;cat 5550-g-319, lot w3hp, description: triathlon symmetric x3 patella.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a knee revised due to infection. Removed all components and placed antibiotic spacer in.